Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h332 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h332 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The customer returned a photograph and video for evaluation. A review of the provided photograph verifies the tubing leak as fluid droplets are seen on the anticoagulant spike chamber. The provided video also verifies the leak as it shows fluid dripping from the anticoagulant spike chamber down the orange striped tubing. A material trace of the spike chamber w/ vented guard used to build lot h332 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the tubing leak was most likely due to an insufficient bond by the manufacturing operator error during the tube bonding operation. Retraining has been completed with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 144 mls of whole blood was processed when they noticed fluid dripping from the anticoagulant drip chamber. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition and had started a new treatment on a different cellex instrument. The customer returned a photograph and video for investigation.